Manufacturer narrative:
The lot number was not provided; therefore, a review of the device history records could not be performed. The device remains implanted in the patient. Based on the information provided, the root cause for the event cannot be determined. The device was used for treatment.

Event description:
It was reported that during treatment of a right renal artery aneurysm, an lvis jr. Stent "migrated" at deployment in the renal artery. A second stent was placed. The device was used in an off-label application as an hde device. The procedure went well and the patient has not had any complications.